Manufacturer narrative:
No product has been returned for evaluation nor were x-rays provided to confirm the alleged event. It is unknown if patient followed post-operative restrictions or suffered a fall. It is unknown if fusion was completed. The root cause is undetermined however review of the doctor's notes identified two unsupported vertebral bodies at the point of fracture which suggests excessive loading may have contributed to alleged event. Labeling review: "...potential adverse events and complications: infrequent operative and postoperative complications that may result in the need for additional surgeries include: damage to blood vessels, spinal cord or peripheral nerves; and permanent pain. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), pain...". "...warnings, cautions and precautions: these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break...". "... Patient education: the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen..." . "...post-operative warnings: damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration well as to other complications...".

Event description:
In 2019 on an unknown date, patient underwent a posterior fixation procedure at t12-s2 levels. As per reporter, l3 and l5 levels were skipped as the vertebral body had already fractured. In (B)(6) 2020, the patient experienced back pain and an x-ray revealed the right s2 level screw fractured. On (B)(6) 2020, a revision procedure was performed. The rods at l2 were cut and pedicle screws from l4 to s2 levels were removed. New screws were inserted at right s1 and both s2 and the rods were replaced with new ones.